Manufacturer narrative:
It was reported to abbott a patient had suffered two falls causing their leads to migrate. Coverage was ineffective. Surgery took place where both leads were explanted and replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following two falls. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.